Event description:
Williams, n.r., short, e.b., hopkins, t., bentzley, b.s., sahlem, g.l., pannu, j., schmidt, m., borckardt, j.j., korte, j.e., george, m.s., takacs, I., nahas, z. Five-year follow-up of bilateral epidural prefrontal cortical stimulation for treatment-resistant depression. Brain stimulation. 2016. Doi: 10.1016/j.brs.2016.06.054 summary: to examine the long-term safety and efficacy of epidural prefrontal cortical stimulation (epcs) of the frontopolar cortex (fpc) and dorsolateral prefrontal cortex (dlpfc) for treatment of treatment-resistant depression (trd). Reported events: patient 4: a (B)(6) female patient with epidural prefrontal cortical stimulation (epcs) for recurrent major depressive disorder was hospitalized for a week ((B)(6) 2013) for worsening depression and difficulty caring for themselves. See attached literature article and FDA submission.

Event description:
The patient had depressive symptoms with modest responses from deep brain stimulation and continued to struggle throughout the long term follow up, albeit with some likely improvement in the quality of life. At one year, there was a significant improvement in depressive symptoms over time. They are managed pharmacologically as well as with changes in device settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.